Event description:
Manufacturer's representative reported the infusion pump and intrathecal catheter were removed after an implant duration of approximately 1.5 months. Specific details regarding reported event, treatments, and patient outcome have been requested from the patient's physician and a follow up report will be sent when new information is received.